Event description:
Notified by (B)(6) about a revision to an sl knee, originally implanted on (B)(6) 2023. Component was loose and the set screw seems to have backed out. Revision took place on (B)(6) 2024. This is the third revision for this patient.